Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric sleeve procedure, they used a linear stapler but it didn´t work. They changed the reload two times but it didn't fire. The reloads were damaged during the firing. They change the stapler and the reloads. There were no adverse consequences for the patient. The device was discarded.